Event description:
Related manufacturer reference number 1627487-2021-19232. It was reported that the patient lost therapy due to high impedance. As a result, a surgical intervention took place wherein the leads were explanted and replaced. During explant, fractures were observed on both leads.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.